Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they couldn't get communicator to communicate with their implanted neurostimulator. Patient had some difficulty operating their handset. Agent walked patient through resetting the communicator, but the same 'communicator not detected' message displayed. After closing and reopening the app, patient saw a message about an update being in progress. Agent had patient reset the handset, then after being prompted to enter the communicator serial number, they successfully accessed the mystim app. The troubleshooting steps that were taken on the call resolved the issue. Patient also reported they saw 'service code 302: end of service.' Patient reported they had been under the impression that the ins would last them 10 years. Agent reviewed non-rechargeable battery life is affected by stim settings and frequency of use. Patient was upset they spent $25k for a battery that barely lasted 2 years. Agent redirected the patient to their healthcare provider, but they said their prior doctor had left and they hadn't seen anyone since. No symptoms were reported.